Manufacturer narrative:
H3; device was evaluated and evaluation results reported on initial report.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the pump touchscreen was shattered and cracked. Reportedly, only half of the screen was visible making the pump unreadable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple injections for insulin therapy.